Event description:
Discordant afp result was obtained on patient sample, generated on immulite 2000. The sample was repeated and the result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequence as a result of the discordant afp result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data, indicate that the cause for the discordant afp results were due to the malfunction of the co2 scrubber. The fse replaced the co2 scrubber. The instrument is performing within specifications. No further evaluation of the device is required.